Manufacturer narrative:
Device evaluated by simulated use testing. Open circuit found. Device repaired and returned to customer.

Event description:
Medstone u-arm x-ray system quit working at about 1200 shocks. Case aborted.